Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient¿s right eye (od) was treated with the intralase and during the procedure, they lost suction. They restarted the procedure, lifted the flap and finished the excimer treatment and completed the surgery. The best corrected vision acuity (bcva) preoperatively was 20/20. They only checked uncorrected visual acuity (ucva) at the one (1) day post op, which was 20/40. The patient was to return at a later day in the week. It was reported that the cause of the suction loss is thought to be patient movement. There were no other issues reported.